Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had two insulin pumps and that both were malfunctioning. The customer also stated that his insulin pump was cracked at three corners around the screen as well as another crack around the rim of the reservoir compartment. The customer stated that he dropped the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer was also hospitalized on 01/30/2015 due to high blood glucose. The customer stated that he had cracks in the case of the insulin pump for a month prior to the hospitalization. The customer stated he was on the verge of diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.